Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock. Upon interrogation, supraventricular tachycardia (svt) was noted on implantable cardioverter-defibrillator. The arrhythmia was treated in the emergency room. The physician believed that it was a wide complex tachycardia. No programming changes were made. The patient was stable.